Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the packaging was observed to be damage and plastic wrap was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor smooth round moderate profile saline breast implant was received in a ripped box. Per the physician, the box received was crushed and the implant was exposed. No patient consequence or adverse event was reported.